Manufacturer narrative:
A complete analysis and testing of 1 opened and used sof-sensor that it was functioning properly and passed all functional testing. However, unable to confirm the needle anomaly due to the customer did not return the insertion needle.

Event description:
The customer reported via phone call that they received a lost sensor alarm. The customer also reported experiencing a low blood glucose of 33 mg/dl. Customer treated their blood glucose with food. The customer also reported their blood glucose rose to 77 mg/dl after. Customer reported there was blood at their sensor insertion site. The customer was advised their sensor may be damaged. The sensor will be returned and replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Reference manufacturer report number: 2032227-2015-15782.